Manufacturer narrative:
Patients weight is unknown. Date of event: unknown. Additional device product code: hwc. (B)(4). Date of original implant is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a femur fracture was treated on an unknown date with a retrograde-antegrade femoral nail (rafn), end cap for nail, spiral blade and three screws. On a subsequent unknown date, the patient developed a non-union and suspected infection and was returned to the operating room on (B)(6) 2017 for hardware removal. There was no reported broken hardware, no surgical delay, no fragments generated. Cultures were taken at the time of removal for the suspected infection. The patient was reportedly not revised to any other fixation system, and surgery was completed successfully. The patient remained stable during and following the surgery. This report is for one (1) 14mm ti cann retro/antegrade femoral nail-ex/300mm-sterile. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Product was not returned and a lot number was provided. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 03/31/2014, expiration date: 02/28/2023. Part #: 04.013.840s, lot#: 7607969 (sterile) - 14mm ti cannulated retro/antegrade femoral nail-ex/300mm - sterile. Quantity 6. Component parts reviewed: part 21014 - raw material lot bp-80 lot - 7289149. Raw material was received from supplier (B)(4). Product certification for titanium received from (B)(4) meet specification. Raw material receiving/put away checklist meet specification. Inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Ethicon (abq), sterility documentation was reviewed and determined to be conforming. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.